Manufacturer narrative:
Upon follow up it was reported the disconnection occurred between the male luer of the interlink extension set and the patient¿s intravenous (IV) catheter (non-baxter product). The disconnection occurred during an infusion of dextrose 10 with an infusion pump (non-baxter product), which was reportedly programmed to run at a rate of 7.5 ml/hr. It was reported the blood loss was less than 500 ml. No medical intervention was reported for the blood loss. The customer resolved the event by reconnecting the IV set up. It was reported the patient was in stable condition. The clinicians were retrained on the use of the product and no further disconnection issues have occurred at the facility. Batch reviews were conducted for the three potential numbers and there were no deviations found related to this reported condition during the manufacture of these lots. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Three potential lot numbers were reported ur18c14021, ur18f17068 and ur17g22026. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A pediatric patient experienced blood loss involving an interlink t-connector extension set. It was reported the extension set disconnected during use causing a ¿blood spill on the bedside¿. The volume of blood loss was not reported. The nurse reported the set was ¿not maintaining the connection, disconnecting and then blood or fluids backing up¿. The cause of the disconnection was not reported. Treatment for the event was not reported. At the time of this report, the patient outcome was not reported. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.